Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they had a pump malfunction about 4-5 months ago where it delivered too much medication. The patient stated that they didn¿t know why it happened, but they were in the ICU (intensive care unit) for a week and now they felt like they were showing the same symptoms again, such as falling asleep while people are talking to them or while standing up, and that they were not getting the pain relief they normally got from the pump. The patient was inquiring if there was a way to have the pump checked. The patient mentioned that they lived alone but their sister recently came over because they couldn't get ahold of them. The patient stated right now, they felt like they hadn't slept in days. The agent reviewed considerations and redirected the patient to their healthcare provider to further address the issue.